Event description:
Country of complaint: (B)(6). Needle has barbs.

Manufacturer narrative:
Mfg site eval: samples received: 1 open pouch. There are no previous complaints of this code batch. There are units in stock. Received on open, used sample; tip of needle is bent. There are marks of the needle holder in the bent area of needle tip. The needle tip area is a weak part of the needle. Reviewed the batch mfg record, this product had a normal process. Remarks: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Final conclusion: complaint in not justified. Corrective/preventive actions: not applicable.